Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred, requiring intervention. The patient underwent percutaneous coronary intervention. The target lesion was located in the severely calcified vessel. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, upon attempting to retrieve the device after inflation, the distal shaft fractured. The detached piece was successfully snared and removed from the patient in one piece. The device was replaced, and the procedure was completed. There were no patient complications.